Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.

Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported. H6: a follow up report will be sent when the investigation is complete.

Event description:
It was reported that during testing, the bur broke off in the attachment. This event did not occur during a surgical procedure; no patient involvement or adverse consequences were reported.